Manufacturer narrative:
Reported event: it was reported that "clip to adjust mics handpiece handle broke off. Handpiece handle locked and cannot be adjusted." The event was confirmed. Method & results: device evaluation and results: visual inspection: the image of the handpiece mics showed the handle locking lever was disassociated from the device. See attached image of the instrument. Dimensional inspection: not performed as the device was lost and not available for evaluation. Functional inspection: not performed as the device was lost and not available for evaluation. Material analysis: not performed as the device was lost and not available for evaluation. -product history review: review of the device history records indicates 25 device(s) were manufactured and accepted into final stock on 17apr2018 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, pro-dex lot k0b1b shows 02 additional complaint(s) related to the failure in this investigation. These include the following pr(s): 1815699 and 1823615. Conclusion: the exact cause of the event could not be determined because the product was lost and not available for investigation. Product surveillance will continue to monitor for trends. H3 other text : product was not available for evaluation

Event description:
Clip to adjust mics handpiece handle broke off. Handpiece handle locked and cannot be adjusted. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Clip to adjust mics handpiece handle broke off. Handpiece handle locked and cannot be adjusted. Case type: tka.